Event description:
Us complainant reported the patient was on impella cp support and after the implant, during the removal of the peel away sheath, the physician cracked the sheath while the distal end was still in the patient's vessel. Arterial bleed back led staff to hold pressure at site and sheath was peeled away and removed. The repositioning sheath was inserted in suboptimal conditions and the impella in ventricle alarm appeared. Pump visualized with fluoroscopy and was noted to be folded over itself twice in the ventricle. Repositioning was attempted however, it was not successful. The physician removed and replaced the pump. The patient¿s outcome is unknown.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Impella cp was returned for evaluation. No abnormalities were observed on the repositioning sheath. A kink in the cannula was observed just distal of the outflow cage. No peel-away introducer was returned for evaluation. No data logs were returned for evaluation. The root cause of the introducer damage was most likely use related. The root cause of the positioning issues was most likely a use related issue as it occurred when the repositioning sheath was being inserted. D9 date device returned to manufacturer was omitted from manufacturer device report 1220648-2024-25139 e4 should have been left blank on manufacturer device report 1220648-2024-25139. H3 device not returned to manufacturer for evaluation should have been marked no on manufacturer device report 1220648-2024-25139. H6 code 1888 and 4627 were reported incorrectly on manufacturer device report 1220648-2024-25139. New codes were added to health effect - clinical code and health effect - impact code. H6 type of investigation 4114 device not returned was submitted in error on manufacturer device report 1220648-2024-2513 as the device was returned.